Manufacturer narrative:
A cracked reservoir tube lip, a missing end cap sticker, minor scratches on the display window and a cracked case near display window corners were noted during the visual inspection. No button error alarms were noted. The insulin pump had no button response due to corroded keypad traces. No moisture damage was noted on the electronic or motor assemblies.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer received a button error alarm on his insulin pump, after possible exposure to moisture. The customer was advised to discontinue use of the pump and revert to a back-up plan. His blood glucose level was 119 mg/dl. Nothing further was reported.